Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tsb35 instrument's original cartridge would not staple. A reload was used and worked fine to complete the case. There was no consequence to the pt. Only the original cartridge half of the device is being returned.